Event description:
It was reported that sometime post dialysis catheter placement, the device allegedly broke. There was no reported patient injury.

Manufacturer narrative:
The previous supplemental MDR was inadvertently submitted with a g3 date of 02/27/2022. The correct g3 date for previous supplemental MDR is 02/27/2023. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 19cm glidepath d/l catheter were returned for evaluation. Gross visual, tactile, microscopic and functional evaluations were performed. In addition to the returned physical sample, one electronic photo was also provided for review. The edges of the complete circumferential breaks were noted to be uneven. Therefore the investigation is confirmed for the reported fracture and identified material separation issue as the lumens of the catheter were noted to be cut off and the photo review also confirms the same. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 03/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post dialysis catheter placement, the device allegedly broke. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 19cm glidepath d/l catheter were returned for evaluation. Gross visual, tactile, microscopic and functional evaluations were performed. In addition to the returned physical sample, one electronic photo was also provided for review. The edges of the complete circumferential breaks were noted to be uneven. Therefore the investigation is confirmed for the reported fracture and identified material separation issue as the lumens of the catheter were noted to be cut off and the photo review also confirms the same. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Expiration date: 03/2024. Device pending return.

Event description:
It was reported that some time post dialysis catheter placement, the device was allegedly broken. There was no reported patient injury.